Manufacturer narrative:
Troubleshooting of the device with the customer identified a lack of maintenance with the device that contributed to the depleted battery pack. The AED's pads were expired, with a labeled expiration date of 2021/3/31, the 9-volt battery was never replaced, and the main battery pack was nearly expired with a labeled expiration date of 2024/9/30. The cause of the AED not powering on was related to a lack of maintenance of the AED. As a follow up with the customer, the proper maintenance of this device was reviewed.

Event description:
A customer reported that their AED's active status indicator (asi) was flashing red, and the device was emitting a chirping sound. Upon troubleshooting with a defibtech customer service representative, it was determined that the battery pack was depleted, which prevented the AED from powering on. The customer confirmed that this issue did not occur during patient use.